Manufacturer narrative:
The pad device was installed on (B)(6) 2008 and operated successfully until (B)(6) 2010. However there are over 100 manual events of less than 2 minutes duration during this period. The device failed a manual self test due to a low battery on (B)(6) 2010. A new pad-pak was installed later that day and it operated successfully until (B)(6) 2010 but there are 17 manual events during this period. The software was upgraded on the (B)(6) 2010. There are several more passes and fails after this date with indications the user was swapping between new and old pad-paks. Weekly self tests were recorded between (B)(6) 2010 and (B)(6) but there are also 70 manual events under one minute recorded. The investigation was unable to confirm the users reported fault. The device experienced multiple manual power ups but correspondence from the user suggest the device may have been leaned on. The pad-pak did perform as expected for a period of 24 months before giving a low battery warning. Although no fault wa found with the pad or pad-pak was depleted to the point it triggered the battery management system in the device. The batteries can be depleted by a variety of conditions including the storage location of the device, age of battery pack and level of manual intervention. The pad pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.

Event description:
There was no patient involved in this event. This device malfunctioned because it was switching itself on automatically. A device switching itself on automatically, if left undetected could result in the battery becoming depleted.